Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure leading to an image failure. It is likely that the cause of the cable failure was a disconnection due to a twisted cable, or a connector-cracked damage connector-electric contact hole dent though a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "-do not roll the camera cable smaller than 20 cm in diameter. It may be damaged. · if the camera cable is curled, do not pull it forcibly, but gradually straighten it. The camera cable may be broken. -do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. The camera cable may be broken. · when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may be broken. -while using, hold the camera head instead of the camera cable to operate the endoscope. The camera cable may be broken. -do not fix the camera cable with pean. The camera cable may be broken. -hold the camera cable and do not pull out the video connector. Unreasonable force may be applied to the camera cable and the wire may break. -do not bend the electrical contacts of the video connector by hitting them. You may not be able to connect to the video system center or you may have a bad connection." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-jan-2022.

Manufacturer narrative:
The service inspection found the camera has a no image along with a communication error, e226. Additionally, there is deformation/kink to the cable unit below the protective boot and deformation/indentations to the gold-colored video connector contacts. The video connector housing has cracks. Also water leakage in the camera and cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service department (ot) was informed that a customer 3mos autoclavable camera head was returned for a reported ¿cord disconnection¿ that occurred during an unspecified event. During the inspection and testing, the service engineer found the camera has a no image (reportable) malfunction. No patient injury or harm was reported to olympus.